Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. Reportedly, there was a filled cartridge in the pump when the user received a no cartridge detected alarm. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/14/2014 with the following findings: eaw-162 loss of prime and eaw-163 no cartridge detected warnings, which can be indicative of the type of issue reported, were observed in the black box data. Evaluation revealed that the force sensor failed to detect the cartridge upon the first attempt to perform the load function: the reported issue was duplicated. A force sensor calibration check could not be performed due to the failure of the force sensor. The pump case was removed, and a cracked trace of the force sensor flex was found near the force sensor pins; this device failure directly caused the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.